Event description:
The pt stated that her infusion device is continuing to give sporadic 04 (occlusion) alarms. She stated that she tested her blood glucose and it was 224 mg/dl. She reported that she did not have any symptoms associated with the elevated blood glucose values. The pt administered a bolus to reduce her blood glucose value. The pt reported that when she receives the sporadic 04 (occlusion) alarms, she will bolus and the alarm is cleared. The pt did not report requiring any medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.